Event description:
It was further reported that two additional batteries were not providing power to the controller. The batteries were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional event information and device return. Additional products: d4: (B)(6) d9: yes, return date: 20-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: (B)(6) d9: yes, return date: 20-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: (B)(6) d9: yes, return date: 20-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d4: (B)(6) d9: yes, return date: 20-jul-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-oct-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-dec-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. Functional testing of the batteries (B)(6) revealed that the devices were received in an inoperable state; the batteries were unable to provide power or charge. Further testing of (B)(6) revealed multiple enables flags in each battery. This is an abnormal arrangement of enabled flags, indicative of faults of the main integrated circuits (ic) that controls the batteries. During functional testing, test equipment was unable to read the battery status of (B)(6) due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abno rmalities that may have contributed to the inability to communicate to the main integrated circuit. Attempts to reset the main ics of the batteries were able to reestablish the batteries' functionality. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances involving (B)(6) where the batteries relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Review of the event log file revealed eight (8) controller power-up events with associated motor start events logged on (B)(6) 2021 at 21:01:50, on (B)(6) 2021 at 11:48:03, on (B)(6) 2021 at 21:13:14 and 21:14:57, and on (B)(6) 2021 at 09:44:54, 09:46:25, 09:54:39, and 09:55:19. The controller was without power for an average of 19 seconds per loss of power. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. The batteries were lubricated prior to release. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the batteries not providing power event can be attributed to faults of the main integrated circuits that control the batteries. CAPA pr00519785 is investigating this battery issue. Additional products: serial#: (B)(6)¿ battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 serial#: (B)(6)¿ battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 serial#: (B)(6), battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 serial#: (B)(6), battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 serial#: (B)(6), battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 serial#: (B)(6), battery h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. Functional testing of the batteries (B)(6) revealed that the devices were received in an inoperable state; the batteries were unable to provide power or charge. Further testing of (B)(6) revealed multiple enables flags. This is an abnormal arrangement of enabled flags, indicative of faults of the main integrated circuits (ic) that control the batteries. During functional testing, test equipment was unable to read (B)(6)'s status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. Attempts to reset the main ics of the batteries were able to reestablish the batteries' functionality. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances involving (B)(6) where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Review of the event log file revealed eight (8) controller power-up events with associated motor start events logged on (B)(6) 2021 at 21:01:50, on (B)(6) 2021 at 11:48:03, on (B)(6) 2021 at 21:13:14 and 21:14:57, and on (B)(6) 2021 at 09:44:54, 09:46:25, 09:54:39, and 09:55:19. The controller was without power for an average of 19 seconds per loss of power. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. The batteries were lubricated prior to release. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported batteries not providing power event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries were not providing power to the controller and exhibited a communication error. It was also reported that the backup controller exhibited unexpected loss of power and would not power up when connected to a fully charged battery but upon using a different fully charged battery the backup controller powered up without any problems. The batteries were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concimitant medical products: 5568-45, 6935m62 leads, implant date: (B)(6) 2014, ddbb1d4 ICD implant date: (B)(6) 2014. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-dec-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4) UDI #:(B)(4) device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-dec-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.